Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument was used for a surgical task and was observed to be broken. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was observed out of the ordinary. The instrument did not collide with any other instrument or tool.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci 8mm harmonic ace instrument to perform failure analysis. The 8mm harmonic ace instrument was analyzed and found to have a broken blade at the base. A piece approximately 0.085" x 0.568" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.